Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. (Patient weight is unknown)

Event description:
It was reported the patient¿s ipg approached end of life. Surgical intervention was undertaken on 01 january 2023 whereby ipg was explanted and replaced. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
Correction: manufacturing reference number (1627487-2023-00718), should not have been reported as a medical device report (MDR) as device meets or exceeds 75% expected longevity. There is no device malfunction.